Manufacturer narrative:
Based on the available information this event is deemed a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Event description:
An end user called in and stated they noted a rash located under the lower half of their wafer which has been present for the last eight (8) days.